Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead which were reproducible with the left arm movement to the right shoulder. The ra lead capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.